Manufacturer narrative:
The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "all four IV infusion pump channels attached to programming module "##17590" spontaneously stopped infusing settings were restorable infusions included propofol and noreplnephrlne error message code displayed was "255-16-275". Text of error message included on "non-conforming product" tag during routine infusions in the ICU, all four IV infusion pump channels spontaneously stopped infusing medications, including propofol and noreplnephrlne an error message code displayed the nurse quickly switched the infusions to a new infusion pump with new channels the pump and channels with the error code were tagged as a non-conforming product and sent to biomed for investigation action. Biomed contacted the vendor the vendor recommended reflashing the pump, which was completed upon further testing, no further concerns were identified, and the pump was able to be put back into service." An incomplete date of event of (B)(6) 2019 was provided.